Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ever since they received the replacement patient programmer (pp), they have been seeing 'poor communication'. The caller did not want to troubleshoot and stated that the patient was in rehab for 3 weeks. They are not sure if the patient charged the implantable neurostimulator (ins) at all during that time. They tried to connect the implantable neurostimulator recharger (insr) to the patient to start a charge session and they stated that the boxes at the bottom were empty. They confirmed that they just tried charging the ins today and noticed the empty coupling boxes. They stated they just received a replacement insr antenna 3-4 months ago. They were redirected to the healthcare provider (hcp) to have the ins checked. No patient symptoms were reported.

Event description:
The patient said the cause of the poor communication was due to a depleted battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.